Event description:
On 1/8/93 the patient, an 83 year old female with a history of metastatic breast carcinoma, underwent a right hip hemiarthroplasty for a pathological fracture of the right femoral neck under general anesthesia. A howmedica percision hip long stem femoral component, howmedica centrax bipolar prosthesis and a howmedica hip system were used during the surgery. The patient was in stable condition until several minutes following the placement of cement for the placement of the femoral head component. The patient suddenly became hypotensive and asystolic. Attempts to resuscitate the patient were made, but were unsuccessful. An autopsy was not performeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.